Event description:
Reporter indicated a vns patient was explanted due to infection in 2004. All attempts to the reporter for additional info, and vns product info have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Results - review of the manufacturing records confirmed sterilization for the lead prior to distribution. Product info for the generator is unknown.